Event description:
The distributor reported that there were thirty seven pieces of dressings with colored dots. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
(B)(4) - device 2 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.